Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes samples are cloudy upon initial spin. There was no report of impact to patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 20-nov-2023 h.6. Investigation summary: bd received five (5) samples and three (3) photos for investigation. The photos were reviewed and the indicated failure modes for poor barrier separation and poor plasma were observed. Additionally, the customer samples along with one hundred (100) retention samples from bd inventory, were evaluated by visual examination and no issues were observed. Complaints for sample quality are under statistical control for the month of november 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes of poor barrier separation and poor plasma based on photo analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints. H3 other text : see h10.

Event description:
It was reported by the customer bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes samples are cloudy upon initial spin. There was no report of impact to patient or user.